Event description:
It was reported that the customer received a calibration error alert. His blood glucose was 166 mg/dl at the time of reporting. He reported having low blood glucose of 50 mg/dl when he first tried to calibrate the sensor. He was advised of best practices regarding sensor calibration. The sensor is being returned for analysis. No additional information was reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested; it failed per specifications with low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.